Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the air/water nozzle and a burn on the c-cover. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the burned c-cover was use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. The most likely cause of the foreign material in the scope was unable to be determined. The burned c-cover can be detected/prevented by following the instructions for use which state: operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope operation manual: chapter 4 operation:4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.